Manufacturer narrative:
Device display properly and no missing segment/partial display, rainbow screen anomaly noted. No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons that was harder to press. Customer¿s blood glucose level was unknown. Customer reported rainbow effect on screen that make screen hard to read. The insulin pump will not be returned for analysis.